Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's programming hasn't helped since implant. The patient can only address her different areas of pain individually and not all at once. The patient reported pain in the legs, feet, and back. The patient was seeing a rep, and the rep is unavailable until the (B)(6), and the patient wants to see a different representative to be reprogrammed. The patient also hasn't been taught to charge. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there were no programming issues. The rep stated that they saw the patient and had been reprogrammed three times since operation. The patient requested different coverage and reprogramming was done on (B)(6) 2016. The patient will be having a lead revision on (B)(6) 2016 because they are not getting appropriate coverage, and the leads have moved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4), product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep providing the serial numbers of the ins and leads involved in the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.